Event description:
It was reported that during central processing, the small grasping retractor instrument had frayed cable. The instrument was also making a rattling noise, indicating something was detached inside the instrument head. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Additionally, the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves.